Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 305771. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.6, reference: 1.9, mean: 2.25, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot number 305771 on (B)(6) 2013. Results as follows: donor (B)(6), inratio: 3.4, 3.1, 3.1, reference: 2.66, bias threshold: 1.66 - 3.66, %cv: 5.41. Donor (B)(6), inratio: 3.4, 3.2, 3.1, reference: 3.01, bias threshold: 2.01 - 4.01, %cv: 4.72. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference test revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, therefore, retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.6, laboratory inr: 1.9. The time between testing within minutes. Therapeutic range is 2.5 - 3.5 for the patient. There was no report adverse patient sequela. There was no additional information provided.